Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The impedance measurements had been gradually rising over the last six months. Boston scientific technical services (ts) discussed troubleshooting options and the clinic will continue to monitor the patient. The device remains in service at this time. No adverse patient effects were reported.